Event description:
The technician alleged the brakes would ratchet while in brake mode. No patient impact.

Manufacturer narrative:
The technician replaced the brake steer linkage assembly, cross shaft, brake caster and brake steer caster to resolve the issue.